Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple non-tandem infusion set cannulas became bent. Reportedly, this caused the customer¿s blood glucose to become elevated. The customer declined to provide additional information regarding the event and infusion set product information.